Event description:
The customer reported the complete loss of motorized c-arm motions. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The rui (remote user interface) was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.